Event description:
It was reported that at implant, read low out of range impedance values and testing of impedances suggested a short circuit. The company representative reported impedances on other side were all within range. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).